Event description:
One pt with discrepant calcium results. Initial result 0.0 mg/dl, repeated three times gave 9.4 mg/dl. Initial result was not reported. Field service rep was unable to determine root cause, but verified level detection functions, pipetting, tube type setting, sample rack settings, replaced water filter and discussed possible sample handling possibilities with the customer. Performance tests were performed and were within specification.